Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that two rx locking device/biopsy cap devices were used during a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, the felt disc in the biopsy port was pushed through the cap and into the biopsy channel of the endoscope. The disc was successfully removed from the scope. A second biopsy cap was used and the same issue occurred. The scope was removed from the patient and replaced with another endoscope and rx locking device/biopsy cap to complete the procedure. It was reported that water soluble lubricant was not applied to the top of the biopsy caps prior to use, and that the endoscope was sent for repair to remove the sponge. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.